Manufacturer narrative:
The pod was returned with the needle mechanism un-deployed. It was determined that the needle mechanism had not fired due to interference from a damaged component. Since the needle mechanism failed to fire, the cannula would not have inserted subcutaneously into the customer, which would have lead to high bg levels as reported. The omnipod user's guide instructs the user to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Insulet has initiated an internal investigation into this particular failure mode and has taken actions to minimize and prevent its recurrence. Lot qualification records were reviewed and determined to have passed all acceptance criteria.

Event description:
A customer reported the "needle and cannula never deployed." As a result, the customer's bgs "got close to 300 mg/dl" prior to her removing the pod. The product will be returned for evaluation.